Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 500 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.